Event description:
A protege everflex was intended to be used for treatment of a 100mm plaque lesion with 60% stenosis in the distal region of the left common iliac artery. The artery was 8mm in diameter with mild calcification and moderate tortuosity. The device was prepped as per the IFU with no issues identified. There was no resistance during advancement and the device did not pass through a previously deployed stent. It was reported the operator deployed the stent according to the operation and found that the stent could not be opened. After took it out of the body, it was found that the conveyor was kinked and the stent could not be deployed. No intervention required for removal of the device and the device was safely removed from the patient. The the stent tip was visible un removal. A non medtronic stent was used to complete the procedure. No pateint injury reported for this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin loosened. The deployment paddles are approximately 85mm apart the device was received with approximately 7mm of the distal end of the stent exposed, the stent was damaged the device was received with a kink observed on the inner at approx. 13mm from the distal tip a 0.035¿ guidewire was loaded through the distal tip but could not advance passed the kink the proximal deployment paddle was pinned, and the distal deployment paddle was pulled to fully expose/deploy the stent. The stent was examined, approx. 71mm of the stent remained, the distal end of the stent was missing and damaged, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26.5mm and 28.5mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.